Event description:
1. On (B)(6) 2024, paid for full surgeries but getting charged like I am a new patient x 6 times in 2025. 2. Can not get anyone to answer my calls or return any calls ever on the phone hours. Every time trying to ask question, change appointments, etc. 3. Finance person (who is not aware of anything) sold the full big package of getting lal. Told I would have 20/20 vision after surgeries. No glasses ever, no readers, downtime 2 weeks. We set up payments and paid up front for the surgeries. 4. Did first surgery on my left eye (far distance) on (B)(6) 2024. After surgery I could not keep my eyes open. I slept and slept and slept over the week. I didn't know what was happening. I was scheduled for my right eye (near distance) surgery on (B)(6) 2024. They took me to (B)(6). Was prepping me for surgery and checked my fbs (fasting blood sugar) it was too high and the anesthesiologist - who treated me the previous week - refused to perform the surgery due to high blood glucose. I was sent home. I had to establish with a pcp (many phone calls to set up and having to wait possibly 3 to 4 months to see a pcp). I finally found a pcp who could see me sooner than later. He put me on 2 meds to help with my blood sugar and when it got under control, we scheduled my surgery for (B)(6) 2024. From (B)(6) 2024 to (B)(6) 2024 I had one very good distance left eye and one very bad right eye so I couldn't see most things. It was awful. No one helped me. My husband had to take off work to help me. 5. When lakeside surgery did the prep for the first surgery, they did not take my fbs though I had informed them I was diabetic and proceeded with the surgery. The. Next week they refused my surgery after the fbs test. 6. After my 2nd surgery I saw dr (B)(6) and he did my 1st setting. He put the thimble lens in my eyes well and no issues. I scheduled my next setting. 7. I told the dr (who I had not seen before, dr (B)(6)) I was having depth and close-up vision problems. She told me I was where they wanted me to be and proceeded with my second setting. Additionally, I was told multiple times from many in the office that I would or could have three settings to solidify the lens in my eyes to where it would be set for my vision. I was seeing different staff members than those who were previously seeing me because many staff members were leaving the company. Dr. (B)(6) tried 4 times to place the thimble lens pushing on my eye so strongly that I could feel it under sedation and it was uncomfortable. I wondered why the manufacturer rep was present and not understanding why the rep was giving instructions to the dr during the procedure. Actually, it made me uncomfortable. Every appointment I would say I'm having depth perception issues. I don't want to fall. I requested see only dr (B)(6) and not (B)(6). They would vision test me and in a room doing an eye chart etc. I would do well but was still having issues with depth perception. They did a test which did show inflammation in my eyes. I was sent to the retina specialist. He prescribed me two meds to take 2 or 3 months. If that didn't work, I was going to get injections in my eyes. When I would ask about if dr (B)(6) did this to my eyes? Everyone would look at my chart and change the subject. No one would answer me after looking at the notes. Thankfully it got some better but I'm still having depth perception issues after months. I spoke with the manufacturer person and she said it could be my brain not used to the far near eyes and sometimes it can take time. 8. Dr (B)(6) at the next appointment said my eyes are doing good. I am still having the depth perception issues. He said 'well, just get some readers for up close." I said that is not what I was sold and I chose this package to have 20/20 vision. He said "I don't know what you want." I repeatedly said "I want what was sold to me 20/20 vision. This gave me depth and peripheral vision problems. Where I have stumbled, hit my head , fallen, bumped into walls due to these surgeries. Patient codes: 2138, 2330, 1932, 1848. Device code: 4001, 1631. Reference report mw5185866.